Manufacturer narrative:
(B)(4). Medical product: unknown articular surface catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Report source: australia. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-02927, 0001822565-2022-02961.

Event description:
It was reported patient underwent a manipulation under anesthesia post implantation due to increased pain with intolerance to exercises. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: psn mc ve asf r 11mm 8-9/cd catalog#: 42522100511 lot#: 64633749, psn tib por 2 peg sz d r catalog#: 42530006702 lot#: 64561907, all poly pat ve 29 mm dia catalog#: 42540200029 lot#: 64765398. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 - medical product: 11mm mc tibial insert with locking mechanism verified catalog # unknown, lot # unknown, size d uncemented tibial catalog # unknown, lot # unknown, 29mm size all-poly cemented patellar component catalog # unknown, lot # unknown.

Event description:
It was reported patient underwent a manipulation under anesthesia post implantation due to increased pain with intolerance to exercises and arthrofibrosis. Attempts to obtain additional information have been made; however, no more is available.